Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support after multiple episodes of ventricular tachycardia that required defibrillation. It was reported while on impella cp support, the medical team had difficulty finding pedal pulses on the patient's impella side leg. It was reported the patient did have a popliteal pulse, and an arterial duplex of the left leg was ordered. No additional information regarding the limb ischemia was provided. The patient was weaned from the impella and the device was explanted.